Event description:
It was reported that the units appear to be cracked. It was reported that the issue was discovered during inspection at the distributor site.

Manufacturer narrative:
Add'l lot# km4a05. Device MFR date for lot# km4a05: (B)(6) 2009. When completed, the eval summary will be submitted in a supplemental report. This is the same event as: MFR# 2249697-2011-01480, 2249697-2011-01482.